Event description:
It was reported that a clearlink system non-dehp extension set had brown and flaky particles inside the fluid path. This was observed after the infusion was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: per additional information received, the contaminant originated from an external source. D4: expiration date: update to n/a . H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.